Event description:
The customer reported that following a diagnostic catheterization procedure on event date, a vasoseal vhd kit size 1 was deployed. Hemostasis was achieved without difficulty and the pt was discharged the same day approximately three hours post deployment. The pt's distal pulses were palpable bilateral and were documented as a '2' on a scale of 0 to 4 both pre and post procedure. It was noted that the dressing at the site was dry and intact with no hematoma, swelling, pain, discomfort or drainage. The pt presented at the physician's office in february 2001 and complained of pain and numbness in the upper right leg and that the toes on the right foot were cooler than the left. A doppler study was performed which revealed a partial occlusion of the right common femoral artery. The pt was taken to surgery in february 2001 and a thrombectomy and repair of the right common femoral artery were performed. The surgeon indicated that the vasoseal collagen plug was found properly placed on the arteriotomy. The pt was discharged in march 2001 with no further complications reported.